Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions, resulting in humidity invading the lg lens which led to corrosion. The event can be detected by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use for an unknown diagnostic procedure, there was an air/water leak in the bending part of the evis lucera duodenovideoscope. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event. Upon inspection and testing of the returned unit, it was discovered that the inside of the light guide lens was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
(B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the inside of light guide lens was dirty and broken. Additionally, the evaluation revealed the following findings: there was a crumple at the connecting tube; screen was partly dark due to scratch of charge-coupled device (ccd) lens; there was crease at the charge-coupled device (ccd) lens; the insertion resistance at the tip was out of standards due to perforation of bending section cover (a-rubber); liquid leaked due to perforation of bending section cover (a-rubber); the adhesive part of bending section cover (a-rubber) was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.